Event description:
It was reported that prior to a port placement procedure, the packaging of the device was allegedly torn. There was no patient contact.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: (expiry date: 08/2023). Device pending return.

Event description:
It was reported that prior to a port placement procedure, the packaging of the device was allegedly torn. There was no patient contact.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 10/20/2022. The correct g3 date is 10/27/2022. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port kit in its unsealed original package was returned for evaluation. Gross visual evaluation was performed. During visual evaluation top tyvek label appeared to be partially teared from the tyvek tray on the right side. Seal transfer was noted along the right border of the tray. Manufacturing site evaluation of the sample photo found that the unit label was slightly peeled off at the top right of the lidstock, possibly due to a lack of adhesion, it was noted that the lidstock was torn in the area of the tray sealing. The investigation is confirmed for the reported packaging of the device was torn issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.